Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 06/06/2018, electrode belt: 06/27/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 in the morning. It was reported that the patient passed away while wearing the lifevest. It was reported that device started to alarm and the patient's mother called paramedics, but the patient had passed by the time the paramedics arrived.   Review of the download data indicates that the patient entered vf with CPR artifact at 06:08:55 on (B)(6) 2020. The lifevest delivered one treatment shock at 06:12:52 while the patient was in vf. The post-shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient was in asystole transitioning to sinus bradycardia at 20 bpm with CPR/motion artifact. The rhythm then degrades to vf with CPR/motion artifact. The rhythm then transitions to sinus bradycardia at 20 bpm degrading to asystole. The rhythm then transitions again to vt at 180 bpm with CPR/motion artifact. Lastly, the rhythm degrades to asystole with CPR/motion artifact and electrode lead falloff from approximately 06:12:52 until the device shutdown at 08:53:00 on (B)(6) 2020. CPR/motion artifact prevented the lifevest from treating the patient from approximately 06:15:55 to 06:17:35 and again from 06:18:52 to 06:19:10. Asystole with CPR/motion artifact and electrode lead fall off was seen from approximately 06:19:54 until the device shutdown at 08:53:00 on (B)(6) 2020. There is no indication of a device malfunction.